Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 with high blood glucose of 600 mg/dl. Customer woke up thursday morning and the pump seemed to be frozen and did not indicate anything. Customer replaced the battery and pump appeared to work, but he ended up with high blood glucose. Customer was running high and changed the set still could not get his blood glucose 650's mg/dl to lower. Customer's heart rate was doubled. Customer wearing the pump at time of hospitalization. The doctor told the customer the pump was not working properly and to get the pump replaced out. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08850 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.